Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address their bg. Customer was discharged later the same day with the issue resolved and no permanent damage. It was also reported that a cartridge alarm occurred during insulin delivery. Customer re-loaded the same cartridge to resolve the issue.